Event description:
A malfunction alarm was reported during the pump's load process. There was no reported adverse impact to the customer's blood glucose level. The customer was unable to successfully resume insulin therapy due to a recurring cartridge alarm, and technical support arranged for a replacement pump. Meanwhile, the customer was advised to use multiple daily injections (mdi) as a backup insulin therapy. Technical support instructed the customer to store the problematic pump and return it using a prepaid label within ten days.